Manufacturer narrative:
In a review of the labeling it is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. Postoperative rotator cuff tear is a known complication associated with total shoulder arthroplasty. Rotator cuff strains or tears are caused by overuse or acute injury. Revisions or surgical interventions are a known complication found in joint replacements. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the rotator cuff and revision surgery is most likely related to the patient's underlying conditions. This device is used for treatment, not diagnosis.

Event description:
No additional information provided. This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00911, 1038671-2017-00912, and 1038671-2017-00914.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2011. Revision due to subscapularis failure.